Event description:
The reporter stated the surgeon implanted an aq2010v three piece silicone lens in the pt's left eye. The lens was removed due to the pt complaining of decreased visual function due to poor vision from dysphotopsia. A incision was made to open the previous incision. The incision was extended. The optic was cut and fragments of the lens were retrieved from the eye. A cq2015a lens model was implanted and the incision was sutured.

Manufacturer narrative:
(B)(4). Method: lens work order search medical review. Results: a visual inspection of the returned product found the optic is cut in half. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Medical review - dysphotopsia is caused by the light that hits the edge of the artificial lens. The edge of the lens acts more like a mirror and reflects rather than refracts the light waves. A portion of the light that enters the eye is aimed slightly away from the proper location. This light becomes the undesired halo image around lights at night. This event is fairly common following cataract surgery. For most people, the unwanted change in vision goes away within 3-4 weeks. An estimated 1 out of 1000 will need a second iol exchange to correct the problem. (B)(4).